Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).

Event description:
Same patient as MFR: 2134265-2013-03806. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2010, the patient presented with unstable angina. The target lesion was 80-90% stenosed and 18mm in length located in the left main coronary artery (lmca) with a reference diameter of 3.0mm. This was treated with pre-dilation and placement of a 3.0x12mm taxus liberte stent distally overlapping with the 2.5x20mm taxus liberte study stent in the 1st obtuse marginal (om). Following post-dilation the residual stenosis was 0%. The second lesion was 70% stenosed and 5mm in length located in the ostium of the 1st om with a reference diameter of 2.6mm. The lesion was treated with placement if a 2.5x20mm taxus liberte stent proximally overlapping with 3.0x12mm taxus liberte study stent in the lmca with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with mid-sternal chest pain radiating to the left arm and neck. Troponin values were elevated and a myocardial infarction (mi) was reported. At the time of the event the patient was on aspirin and prasugrel. The study drug was never taken during this study. The patient has a 2.50x24mm promus stent in the saphenous vein graft (svg) to 2nd om which was placed (B)(6) 2012. An attempt to treat the totally occluded svg to 2nd om was unsuccessful. Residual stenosis after serial balloon angioplasty was 100%. The totally occluded mid portion of the 2nd om was treated with multiple inflations of a 2.00x8mm balloon. The stenosis was opened a little bit and collaterals were provided to the distal 3rd om which was very small and diffusely diseased (80-90%). This event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel. The patient was admitted with chest pain. The proximal circumflex was treated with balloon angioplasty using a 2.50x15mm balloon. Repeat angioplasty revealed a long area of continued recoil and stenosis which was treated with placement of two overlapping 2.50x38 and 2.50x24 promus element stents. The following day the event was considered resolved without residual effect and the subject was discharged on discharged on aspirin and prasugrel.